Event description:
The customer contact reported the device did not deliver. At an unspecified time, the device was programmed to deliver an unspecified medication in the pca + continuous mode. No specific programming parameters were provided. After and unspecified length of time, the pt's husband noted that the pt was in continuous pain reported as 10 out of 10 and that the display was incrementing, however; the syringe in the device did not move, but stayed the same. It was reported that the pt was treated with an unspecified IV push medication. No specific details were provided. The device was removed from clinical service. Therapy was resumed using a replacement device. After an unspecified length of time, the customer contact reported that the pt's pain decreased to 7 out of 10. During testing at the user facility, the device passed testing including delivery accuracy. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.